Manufacturer narrative:
Additional information: d10, h3 and h6 (replace 4114 with 10, 3221 with 706/213, 4315 with 23/67). H10: the sample was returned and evaluated. A visual inspection with the naked eye noted the female connector was separated from the main body. There was evidence of solvent on the insert chip and the main body. There was no evidence of a leak on the set. Functional leak testing was performed with no issues noted. The reported condition of leak was not verified; however, a separation was verified. The cause of the separation between the female connector and the main body was due to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the light blue mainbody and the white twist sleeve of a minicap extended life pd transfer set which resulted in a leak. It was further described as "in order for the patient to drain they had to twist the threaded area of the transfer set and it actually opened where it was not supposed to and it would drain". This occurred during use for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.